Event description:
A customer reported an issue with the "battery not working". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.